Event description:
Report received of air entering the syringe of the cardiac cath pressure monitoring kit. It was reported that during set-up an unspecified fluid was drawn into the syringe and air bubbles were noted around the rubber stopper of the plunger. The customer contact stated that visual inspection revealed that the rubber stopper of the plunger "is not touching and adhering to the walls of the syringe." The syringe was replaced with a new syringe from another kit and the procedure was resumed. There were no reported adverse patient effects.

Event description:
Subsequent to the initial medwatch submission, the following information was received: the "failure" was discovered during standard set-up protocol and there was no pt contact.